Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had false ail alarm with 'no visible air' was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that ultomiris infused for 1 minute and then channel alarmed ¿air in line¿. The clinician opened the channel door and medication started spraying out of a hole approximately one quarter below the blue housing that loads into the top of the channel. No air in line visualized. Significant drug loss due to force of spray. No patient harm, but patient¿s appointment had to be extended by 1.5 hours (inconvenience to patient).

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that ultomiris infused for 1 minute and then channel alarmed ¿air in line¿. The clinician opened the channel door and medication started spraying out of a hole approximately one quarter below the blue housing that loads into the top of the channel. No air in line visualized. Significant drug loss due to force of spray. No patient harm, but patient¿s appointment had to be extended by 1.5 hours (inconvenience to patient).